Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 24.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead was capped due to externalization and out of range hv lead impedance measurements. Externalized conductors were observed during procedure. Patient was fine after the event.